Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 400 mg/dl. Customer's blood glucose level went down to 200 mg/dl. Customer was treated with insulin pump. There was no air bubble or leak. Customer did not allege insulin pump for under delivering. The insulin pump will not be returned for analysis.